Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: unknown stapler - unknown stapling device, lot# unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a radical surgery for lung cancer, during bronchial detachment, there was difficulty in loosening after closure occurred when using the device. The bronchial stump was lacking a row of staples loosening, resulting in the patient to have a poor closure of the bronchial stump. The jaws partially opened after firing. Water testing revealed a serious air leakage at the stump; so, a manual suture of the bronchial stump was adopted for treatment. After the treatment and water test, a slight amount of air leakage at the stump was found, and the surgeon sutured again to resolve the leakage.